Event description:
Patient presented to the physician with a burning sensation at the ipg site. Physician brought the patient into the or and discovered slight migration of the ipg. Physician removed the capsule, re-positioned the ipg, and re-sutured the patient. This resolved the issue.